Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed stop current. No blank display noted. However, unable to perform run current, self-test and off no power due to any button response. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer sates that after replacing the reservoir the insulin icon would not display. The following day the display was blank, even after attempting to use different batteries. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.